Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: the device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specifications.the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10454 and 2134265-2017-10455. (B)(6). It was reported that patient experienced chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to unstable angina. On the following day, the index procedure and coronary angiography were performed. The target lesion was a de novo lesion located in the proximal portion of saphenous vein graft (svg) to right posterior descending artery (r-pda) with 90% stenosis and was 14mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.50x20mm promus element¿ plus drug-eluting stent (des), with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented with unstable angina and a 3.00 x 24mm promus element¿ plus drug-eluting stent was implanted in the svg to r-pda. In (B)(6) 2015, the patient presented with unstable angina and a 2.75 x 16mm promus element¿ plus drug-eluting stent was implanted in the svg to r-pda. In (B)(6) 2017, the patient presented with cardiac chest pain at rest. On the same day, the patient was hospitalized and was referred for cardiac catheterization. On the next day, the 99% stenosis of mid svg to mid right coronary artery (rca) was treated by using predilatation and placement of 3.5 x 24mm synergy des, with residual stenosis of 10% and timi flow 3. Additionally, on the same day, the 99% stenosis located in proximal svg to proximal rca was treated by using predilatation and placement of 3.5 x 38mm drug eluting stent, with residual stenosis of 10% and timi flow 3. On the following day, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the chest pain was unstable angina.